Event description:
It was reported that the right ventricular lead had a lead fracture and the patient was shocked multiple times. The physician attempted to remove the lead but was unsuccessful. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.